Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. With the current information it is not possible to evaluate the case further. During technical onsite visit the field service engineer (fse) performed system verification and did not confirm any malfunction. No issues found. System is operating within specifications as per sir (service installation record). Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported flap did not lift and the procedure was canceled. The flap did not fully lift in either eye, the laser apparently did not cut into the same area in both eyes.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).